Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination and tactile inspection presented no damage or irregularities to the shafts of the device. Microscopic examination and tactile inspection of the hypotube revealed a kink 30.5cm from the strain relief. Microscopic examination of the balloon did not reveal any tears or damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Microscopic presented no damage or irregularities in the bonds of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 22x3.0mm, concentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately tortuous and moderately calcified left circumflex(lcx) artery. Pre-dilation was performed with the balloon. During introduction of a 2.00mm x 15mm maverick²¿ balloon catheter, the balloon shaft was fractured about 30cm away from the physician's hand. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 22x3.0mm, concentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately tortuous and moderately calcified left circumflex(lcx) artery. Pre-dilation was performed with the balloon. During introduction of a 2.00mm x 15mm maverick²¿ balloon catheter, the balloon shaft was fractured about 30cm away from the physician's hand. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).